Event description:
It was reported that the power module started to alarm with a red battery signal, unused in the storage room. The alarm was unable to be stopped and it would not return to charging mode (yellow or green visual signal). The whole thing was stopped by disconnecting the device from the power supply and loosening the plug connection of the battery for short time. After a short time, everything was installed again and the power module was running again with the green signal. Discharge was not thought to be the cause of the issue. This problem reportedly occurred twice so far.

Manufacturer narrative:
The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4, primary UDI number: corrected. Section d5: operator of device corrected. Manufacturer's investigation conclusion: incidental findings: ground pin within the monitor connector is pushed in the reported event of red battery was confirmed with the returned power module (serial # (B)(6)). The power module was received at european distribution center. The 12v battery (serial # (B)(6)) was manufactured on 02may2019 and expired on 30apr2022. The battery was expired. The battery was measured at ~6.89v, which is in deep discharged state. An attempt to charge the battery using an external power supply was unsuccessful. The battery could not be charged above ~9.89v. The 12v battery was installed into a test power module and a red battery alarm was reproduced. No further evaluation could be performed. The power module was repaired, and preventative maintenance was performed. The unit passed testing and was returned to the rental pool. The complaint does meet the requirement of the investigation procedure for a review of the device history records. Heartmate 3 instructions for use has details on the proper use of the power module. If the power module does not function properly, contact the company's technical service department for assistance. Under section 3, ¿powering the system¿, describes all audible and visual alarms. In section f, safety checklists, replace any equipment or system component that appears damaged or worn. ¿yearly safety checklist¿, schedule a power module inspection and cleaning with thoratec-trained personnel. The inspection and cleaning include (but is not limited to) functional testing, cleaning, inspection, and replacement of the power module backup battery. No further information was provided. The manufacturer is closing the file on this event.